Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer's blood glucose level was 11 mmol/l. The customer was able to clear the alarm but unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement, and active current measurement tests. All currents are within specified ranges. No unexpected "low battery", "replace battery now", or "power loss alerts" were noted during testing. However, confirmed power error due to connector resistance issue.